Event description:
The customer observed false nonreactive architect syphilis tp results that does not match with colloidal gold and tppa results on a mother who gave birth to newborn. The results provided were: on mother=0.80 s/co (< 1.00 s/co=nonreactive)/repeated=0.87 s/co /on alinity (B)(6)=0.69 and 0.71 s/co /on colloidal gold and enzyme immunoassay, tppa=weak positive (no actual results provided) /on trust=negative. Repeated after recalibration on alinity=0.86 s/co; on another alinity (B)(6)=0.86 for newborn child=1.21 s/co) /repeated=1.11 s/co /on alinity (B)(6)=0.85 s/co /on colloidal gold and enzyme immunoassay, tppa=weak positive (no actual results provided) /on trust=negative repeated after recalibration on alinity=1.26 s/co; on another alinity (B)(6)=1.29 s/co there was no reported impact to patient management.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08d06-74, that has a similar product distributed in the us, list number 8d06-31 / 41, with 510k/PMA/bla number k153730.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of architect syphilis tp reagent lot 72249be01. Review of all the information provided by the customer was reviewed. Review of tracking and trending for the architect syphilis tp assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 72249be01. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Device history record review did not show any nonconformances, potential nonconformances or deviations associated with the likely cause list number and complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect syphilis tp reagent lot 72249be01.

Event description:
The customer observed false nonreactive architect syphilis tp results that does not match with colloidal gold and tppa results on a mother who gave birth to newborn. The results provided were: on mother=0.80 s/co (< 1.00 s/co=nonreactive)/repeated=0.87 s/co /on alinity (B)(6)=0.69 and 0.71 s/co /on colloidal gold and enzyme immunoassay, tppa=weak positive (no actual results provided) /on trust=negative repeated after recalibration on alinity=0.86 s/co; on another alinity (B)(6)=0.86 for newborn child=1.21 s/co) /repeated=1.11 s/co /on alinity (B)(6)=0.85 s/co /on colloidal gold and enzyme immunoassay, tppa=weak positive (no actual results provided) /on trust=negative repeated after recalibration on alinity=1.26 s/co; on another alinity (B)(6)=1.29 s/co there was no reported impact to patient management.